Event description:
It was reported that concerns were raised regarding this pacemaker not pacing, as the device displayed a zero percent brady pacing rate, leading to frequent bradycardic events. Technical services (ts) reviewed the event and confirmed the presence of paced beats in both the atrium and ventricle, despite the pacing percentage showing zero. Ts explained that this was due to the low number of paced beats being rounded down to zero; however, pacing inhibition was suspected. Additionally, the patient experienced a syncopal episode and seizures. No additional adverse patient effects were reported. This pacemaker remains in service.